Event description:
Boston scientific received information that during the implant procedure right ventricular (rv) lead (4474/437191) exhibited high threshold measurements. As a result, the lead was repositioned but the physician was not comfortable with the helix mechanism. Therefore, the lead was explanted and discarded. A new rv lead (7742/500548) was implanted. Impedance measurements were greater than 2,000 ohms, but all other measurements were appropriate. The leads were connected to the device (j177/105062); however, there were no electrograms (egms) and testing could not be performed. The leads were disconnected and reconnected with the same results. The leads were tested through a pacing system analyzer (psa) which noted the same measurements that were previously noted. The leads were connected to the device and again the issues persisted. The right atrial (ra) lead was connected to the rv port and the device began to operate appropriately. The leads were then connected to their appropriate ports, egms were clean and tests were performed. Despite apparent normal operation, it was decided to change the device as there was a suspected problem with the device. A second device (j177/103014) was implanted. With this new device, egms were small and the tests and operation observed on the egms were confusing and did not match the surface egm. The ra lead was connected to the rv port but there was some confusion with the device operation on the programmer and surface electrocardiography. The leads were then connected to the original device (j177/105062) and tests noted appropriate results. No adverse patient effects were reported. Boston scientific technical services (ts) indicated if the rv impedance measurement was always greater than 2,000 ohms, the device would not have exited storage mode.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.